Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within follow-up report once the investigation is completed.

Event description:
Following the information provided allegedly the backrest lowered unintended, without any intentional activation. Also the e410 and e100 errors were apparent on the bed. The patient was on the bed at that time. No injury was sustained. Upon evaluation the unintended movement issue could not be recreated. The wirings were cleaned and connections were reseated to resolve the error codes.

Event description:
Following the information provided allegedly the backrest lowered unintended, without any intentional activation. The patient was on the bed at that time. No injury was sustained. The device was taken out of use after the complaint. Also the e410 and e100 errors were apparent on the bed, however they are not related with the unintended movement, therefore are excluded from the scope of the investigation.

Manufacturer narrative:
Based on the collected information the root cause of the alleged unintended movement of the backrest section cannot be determined. The complained symptom could not be recreated during device evaluation, no malfunction that could result in the unintended backrest movement was identified. The arjo technician suggested that the bed movement could have been inadvertently activated by the patient, as the patient was a "larger man", however this hypothesis cannot be confirmed. The instructions for use for enterprise 9000x bed (746-591-en rev. 15) includes the following information related to the subject of this investigation: - "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patient's controls", - "check that the patient controls, caregiver controls and attendant control panels operate correctly" - this maintenance activity is to be performed weekly by the caregiver. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. No malfunction resulting in unintended movement was found during the device evaluation. This complaint is deemed reportable due to allegation of the unintended movement of the backrest section.